Event description:
It was reported that the patient has experienced significant generator migration since a recent generator replacement surgery. It was reported that the patient's previous generator was a larger model than the currently implanted model. It is unknown if non-absorbable suture was used to secure the generator during the implant surgery. It was reported that the patient has been referred to surgery for the migration and for generator ifi = yes which is reported in MFR. Report # 1644487-2013-02557. Attempts to obtain additional information have been unsuccessful to date.